Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the brown connector hub detached from the extension line tubing. Line was removed when issue was discovered." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a 3-lumen cvc for analysis. Signs-of-use were observed inside the extension lines. Visual inspection revealed the distal extension line was partially separated from the luer hub. Microscopic examination confirmed the damage and revealed that a portion of the extension line was still molded within the separated luer hub. This damage is consistent with past manufacturing molding complaints. The outer diameter (od) of the distal extension line measured 0.0855", which is within specification limits of 0.084-0.088" per the distal extension line extrusion graphic. The inner diameter (ID) of the distal extension line measured 0.056", which is within the specification limits of 0.055-0.059" per the distal extension line extrusion graphic. A manual tug test confirmed that the proximal and medial extension lines were secure to their respective luer hubs. A device history record review was performed based on the potential lot number provided, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The complaint of an extension line leak was confirmed by an investigation of the returned sample. Visual inspection revealed the distal extension line was partially separated from the luer hub. The separation points on the extension line appeared rough and jagged, which is consistent with past manufacturing molding complaints. Therefore, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the brown connector hub detached from the extension line tubing. Line was removed when issue was discovered." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".